Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5089570) that a female patient of unknown age who underwent unspecified breast surgery with 375cc mentor memoryshape breast implant on both sides on (B)(6) 2015 developed autoimmune like symptoms (red spots all over feet, feet ulcerations, pyoderma gangrenosum, bloody diarrhea, ulcerative colitis, weight loss, severe internal inflammation from head to toe, external inflammation from head to toe, internal itching from head to toe, severe vertigo, dizziness, blurred vision with spots-daily, flu like symptoms, chronic dry eyes, eyes very fatigued, eyes swollen, eyes no longer bright white, severe joint pain, bedridden, severe tmj pain, insomnia, severe fatigue, decreased libido, occipital lymph nodes tender and swollen, posterior auricular lymph nodes tender and swollen, chronic neck pain, shoulder pain, numbness in left arm, numbness to left hand, burning in breast, pain in breasts, foggy brain, memory loss, unable to finish sentences, heat intolerance, cold intolerance, night sweats, painful earaches, very winded, constantly out of breath, intolerance to indoor light, intolerance to outdoor light, and panic attacks). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.